Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s insertable cardiac monitor (icm) exhibited a diagnostic anomaly. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of false af episodes was confirmed. Based on the information provided, these false af episodes were triggered due to egm signal characteristics and limitations in the existing algorithm in icm device firmware. No device malfunction was found.